Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via e-mail that the motor in the insulin pump was making loud noises during rewind and seemed to have difficulty priming. The customer's blood glucose was unknown at the time of incident. The customer mentioned that there were a lot of scratches on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.